Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the coating at the insertion section peeling off could not be identified. However, it¿s likely the cause is related to physical stress by rubbing or striking the insertion section or the like, chemical stress due to reprocessing in a non-recommended way, or stress from a bad storage environment (stored in direct sunlight, at high temperatures, or in high humidity, exposed to x-rays and ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: -IFU (operation manual) warning against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -IFU (reprocessing manual) warning on reprocessing other than its recommendation. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. -IFU (reprocessing manual) warning on bad storage environment. ¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope had peeling on the insertion tube. The issue was found during reprocessing the device prior to a diagnostic bronchoscopy. Inspection and testing of the returned device found large sections of the hydrophilic coating were peeling off, and there were signs of multiple scratches. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the hydrophilic coating was peeling off the light guide tube and the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.